Event description:
This patient was diagnosed with invasive breast cancer. The patient desired a conservative management approach. Because of her obesity. She exceeded the weight limit of the treatment tables to receive standard external beam radiation therapy. The patient was advised to receive treatment with the mammosite device and high dose rate brachytherapy. She now suffers from a chronic, malodorous, non healing wound of the breast due to a radiation induced skin and breast tissue necrosis. The wound has become infected and the patient has been treated with multiple courses of antibiotics. She has recently been offered resection of the necrotic tissue, which she is now considering. The patient also has developed complaints of chronic pain in the breast. The mammosite device was verified to be 1.3cm from the skin surface and per manufacturer recommendations, was afterloaded with a high dose rate brachytherapy source delivering 340 cgy-rads-twice a day for ten treatments, or 3400 cgy total.